Event description:
Pt came to emergency dept with chest pain. They went into ventricular fibrillation. Staff attempted to defibrillate with the physiocontrol defibrillator in the room. It did not discharge. Staff immediately switched to another defibrillator. Pt went to the cath lab where they expired with a left main coronary artery occlusion.